Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -13.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2017 the lens was exchanged for a larger lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not been returned.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in a small vial. Visual inspection found a tear on the haptic and clear residue on lens surface. (B)(4).